Event description:
Additional information received 17 mar 2026: the contrast medium is kept in the incubator at the appropriate temperature, as per the manufacturer¿s instructions. The pressure limit is 300 psi.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer contacted me on tuesday, february 3, claiming that there had been problems with the contrast pump, which was unable to support a flow rate of 4.5 ml, locking up and reducing to 3.5 ml, compromising the images from the angiotome exams.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.